Manufacturer narrative:
(B)(4). Should additional information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. The device passed electrical and functional testing. A review of the device event logs revealed no system errors, anomalies, hardware device failures or increase intraperitoneal volume (iipv) events that could have caused or contributed to the reported event. A service history and device history were performed and no issues were found. There were no failures or malfunctions identified that could have caused or contributed to the event of scrotal swelling and hernia.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced scrotal swelling and a hernia coincident with pd therapy on a homechoice (hc) device. On an unreported date, the pt had an issue with their catheter migrating which contributed to the scrotal swelling. The patient?s catheter was repositioned. It was reported that the pt also had a hernia which also may have contributed to the scrotal swelling. The hernia was diagnosed after starting peritoneal dialysis therapy (date unspecified). Ten days after the receipt of this report, the pt underwent surgery to repair the hernia. It was unknown if there were any overfill events on the hc. Additional information was requested but is not available.